Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Reportedly, the customer attributes the suspected cause to consuming a large meal and not administering a food bolus. Elevated bg was addressed via a correction bolus. Customer knows the reason for the elevated bg.